Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, a month after a veterinary ovariectomy, wherein the muscular belly walls were sutured with single stitches crossed, there was a soft mass under the wound as big as a golf ball. Two days after, there was a non-painful, non-inflammatory unresectable mass of five centimeter (cm) in diameter at the surgical wound. Echography showed discontinuation of the muscle pain. It was noted that the suture line did not hold, which resulted in wound dehiscence. Four days later, the patient was re-operated with withdrawal of the suture and re-suturing with polydioxanone suture. There was no trace of infection observed during revisions or elements of thread rejections. The patient was re-admitted to the hospital.

Event description:
According to the reporter, following a veterinary oophorectomy, there was dehiscence on the muscle wall wounds where the device was used. This caused disembowelments with emergency surgical revision. There was no trace of infection observed during revisions or elements of thread rejections.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, a month after a veterinary ovariectomy, wherein the muscular belly walls were sutured with single stitches crossed, there was a soft mass under the wound as big as a golf ball. Echography showed discontinuation of the muscle pain. It was noted that the suture line did not hold, which resulted in wound dehiscence. Four days later, the patient was re-operated with withdrawal of the suture and re-suturing with polydioxanone suture. There was no trace of infection observed during revisions or elements of thread rejections. The patient was re-admitted to the hospital.